Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and was leaking at the filter outlet vent. The customer complaint was verified and a quality notification was sent to the supplier. The return sample showed a partial vent coupon and determined the likely root cause to be a vent media advancement issue. Vent media advancement issues may be possible when the vent reel reaches the end and may pull back slightly resulting in a partial coupon and subsequent vent leak. This complaint has been verbally communicated with manufacturing/operations personnel to help ensure they remain vigilant for vent sealing issues and to report and escalate accordingly if found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following: it was reported by customer that another filter with a leak this morning.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.